Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Information was received that this patient had a bleed on (B)(6) 2015 with heme positive stools and no source identified. He was taken off of aspirin and was transfused with 3 units of blood with no further intervention and no further bleeding. Gastrointestinal bleeding has been identified as a known potential risk associated with use of the lvad as outlined in the instructions for use. These types of events may be related to the device support and required anticoagulant therapy. The instructions for use (IFU) addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. This patient's previous history of gi bleed with unidentified source and presentation with an inr above the recommended range are identified contributing factors. There is no indication of any device manufacturing or performance issues impacting the event.